Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0168459. D4: medical device expiration date: 2025-06-30. H4: device manufacture date: 2020-06-16. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that syringe 10ml ll 21ga 1-1/2in tw plunger was difficult to move. The following information was provided by the initial reporter: complaint from patient. The user complained that the syringe is too tight to use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device lot #: the customer provided lot # 0084096. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 10ml ll 21ga 1-1/2in tw plunger was difficult to move. The following information was provided by the initial reporter: complaint from patient. The user complained that the syringe is too tight to use.